Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical surveillance specialist reviewed information the customer care advocate in foreign country, received in 2009. The patient/layperson complained that he became hypoglycemic after basing insulin on an allegedly inaccurately elevated blood glucose result of 290 mg/dl at 6:30 p.m. Eight days prior. The patient described correct testing. Apparently, control solution was not available to test the meter and strips. The patient was asymptomatic when he tested on his onetouch ultra meter, result 290 mg/dl. It is unknown if the patient had eaten a meal prior to testing. Based upon the result, the patient injected 6 units of betalin hu-100 human nph insulin. When blood glucoses are over 220, 4 units are injected; when it is between 250 and 300 mg/dl, he injects 6 units. Five minutes later, the patient was reportedly convulsing, sweating, trembling, and cold. However, the patient was able to self-treat by eating a honey carmel. After eating the candy, the patient ordered a taxi to be taken to the clinic. On the way, he placed sugar under his tongue. At 7:20 p.m. After arriving at the clinic, his physician tested the patient with the clinic's meter, result 70 mg/dl. Although venous blood was drawn, the lab result was not provided or known. Reportedly, no treatment was given. Because the patient alleged he injected insulin based upon an inaccurately elevated result and then became hypoglycemic, requiring treatment, the complaint is reported. The cca replaced the meter, test strips, and included control solution.